Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original manufacturer for repair. A log review confirmed the radical prostatectomy with lymphadenectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to a new generator after the start of the procedure due to the erbe generator not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure that c-34 errors were occurring against the erbe. The site hard power cycled the erbe, but that did not resolve the issue. The intuitive tech support engineer suggested using a force triad generator. The customer used the force triad to complete the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.